Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. D4: batch#: t5c53y. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. The reload condition is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Event date: unk. Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the device would not open after it was introduced into the abdomen. No patient consequences were reported. No additional information can be provided at this time.